Manufacturer narrative:
Exemption e2013025. Original reporting time frame (B)(6) 2017 through (B)(6) 2017.

Manufacturer narrative:
September 2017 bimonthly asr report exemption e2013025 the total number of events for product classification code ftm is 4. Qty 1- pelvisoft acellular collagen biomesh qty 1- pelvisoft acellular collagen biomesh, 4cm x 7cm qty 2- pelvisoft acellular collagen biomesh, 6cm x 8cm h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
September 2017 bimonthly asr report.